Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The cause of the bvvi reset was due to two consecutive eventqueueoverflow occurring within 32 seconds, which resulted the device to enter backup mode. The cause of eventqueueoverflow was determined to be an anomalous integrated circuit (ic) in rf module. The firmware was successfully restored, and the device was tested on the bench. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.